Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button was damaged. This may cause the power to turn unit off during the procedure. Thus, the investigation identified the root cause of the reported event to be power button failure.

Event description:
Customer reported having a bravo recorder turn off prior to the end of the procedure. According to the customer, this has happened during two different studies with this recorder. The recorder turned off after 10 and 11 hours into the studies, resulting in bravo short studies.